Manufacturer narrative:
(B)(4). The insulin pump was received with missing segments/partial display due to cracked and bleeding lcd glass, analysis was unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to missing segments/partial display. The insulin pump had a minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip and stained end cap sticker. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's screen was damaged when it fell on the floor . Blood glucose level was 14 mmol/l at the time of the incident. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.